Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removed difficulties occurred. The physician attempted to direct stent a taxus express2 2.75 x 8 mm drug eluting stent into an unk vessel but it did not cross the lesion. He tried to pull back the balloon was stuck and he could not get it over the guidant cross it wire. The entire system was pulled out and they noticed that the wire was severely damaged. A new wire was introduced, and the vessel was pre dilated with an unk size and type of balloon. Another 2.75 x 8 mm taxus express2 stent was successfully implanted.